Event description:
Information was received from a patient via a manufacturer representative regarding the patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the patient had no stimulation in the right leg and complained of increased leg pain. The patient had four leads that were covering the low back fine. An impedance check showed only electrodes 14 and 15 within normal limits. All others were out of range, except when tested at 3 volts where impedance was in range but high (26,000 ¿ 38,000 ohms). Reprogramming could only get left leg coverage on electrodes 14 and 15. No combinations produced right leg coverage which was the patient¿s worst pain. The patient was to try a new group to see if she got any relief in the right leg and then follow-up if she needed to make an appointment for consult. It was noted that the patient would be traveling to arizona for a few months. The issue had not resolved as of (B)(6) 2016, but the patient was noted to be alive with no injury. Surgical intervention had not occurred as of (B)(6) 2016. The issue occurred during normal use. There were no known environmental/external/patient factors that may have led or contributed to the issue.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.